Event description:
It was reported that the patient was in the clinic for a routine pump refill. The last refill was (B)(6) 2013. Upon interrogation the pump status read that the pump was in safe state, a reset had occurred and the infusion mode was at minimum rate. The patient was hard of hearing but denied hearing an alarm and there was no difference in therapy reported initially. The pump logs noted that the safe state/reset, reset low battery on (B)(6) 2013. The reset occurred low battery message was on (B)(6) 2013. The pump¿s elective replacement interval was 10 months. The patient then did confirm increased pain over the last couple of months. It was reported that the pump would likely be replaced but this was to be further discussed with the physician. This device system delivered fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. Product ID 8590-1, lot# n125520, implanted: 2008-(B)(6), product type accessory. (B)(4).